Manufacturer narrative:
The field svc engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse discovered a split perturbing within the peristaltic pump leaking wash buffer. No other hardware issues were identified and a preventive maintenance (pm) was completed. The issue was resolved, and the unit was in normal operation. The unit conformed to specs. Premature wear of the peri-tubing causes incomplete delivery of wash buffer. This can cause incomplete washing of unbound analyte in the reaction vessel which has the potential to produce erroneously high results. The root cause has been determined to be out-of-tolerance bearing positions on pump end plates. The end plates were made by a subcontractor of beckman coulter, inc's pump supplier. Mfg dates and affected pump serial numbers were correlated. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer reported an erroneous troponin I (accutni) result for one pt involving access 2 immunoassay sys. The erroneous result was within the risk stratification range. The customer stated the sample was slightly hemolyzed. The sample was later retested and produced a normal result. Subsequent samples for this pt were within the normal reference range. The result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) went to the facility and assessed the unit.